Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that for the past six months there were increasing thresholds and impedances on the right ventricular (rv) lead. Pacing impedance was stable until six months ago when it suddenly increased to a high level. Readings were good in unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.